Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they got poor communication on the recharger while attempting to recharge the patient. The last time the patient was recharged was approximately 1.5 months ago. They moved the antenna all over the place. They put the recharger into antenna locate mode and was able to see good numbers on the screen 108-102-104. They started charging and indicated seeing power on reset (por). It was suspected a slight overdischarge occurred. It was recommended the patient see their managing hcp to clear the por. They do not believe the patient has a patient programmer (pp) in case the por was not caused by an overdischarge. They are going to charge the ins fully and then contact the managing hcp. They reported no changes in the patient therapy benefit since the patient went to the assisted living facility approximately one year ago.